Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported by healthcare provider to have been discarded. Attempts to retrieve additional information are in process. Based on the information received the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned a 25mm bioprosthetic mitral valve implanted, four years, four months, was explanted due to unknown reasons. The explanted device was replaced with a 25mm mitral valve. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: dehiscence can lead to paravalvular leak (pvl), which refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. Pvl can occur as a result of many different factors including anatomical or technique related and is not a result of a device malfunction. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
Edwards received additional information that this device was explanted after four (4) years, four (4) months due to recurrent severe mitral regurgitation from a large perivalvular leak. Pre-operative tee revealed severe mitral regurgitation with a prosthetic valve that appears to be partially dehisced with a significant rocking motion during the cardiac cycle. Upon visualization, the valve was found to be almost halfway dehisced. This was excised and a 25mm pericardial mitral valve was used in replacement. The valve was testing and was in good working condition with no perivalvular leaks. There were no complications and the patient tolerated the procedure well.

Manufacturer narrative:
Lot # was erroneously entered as 2521360. This number is the serial # and the lot # is "na" for this device.